Manufacturer narrative:
Omit: is combination product?, b17 - device not returned, c20 - no findings available. Correction: manufacturing location. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an over infusion of morphine drip was confirmed and replicated from a review of the device logs and during laboratory testing. The laboratory testing result confirmed the over infusion with the rate accuray test and occluder spring test, the cause of the reported issue was the right spring of the occluder fingers was not found installed. The bezel assembly test confirms the issue on the spring of the occluder fingers, and after calibration of the pump module is working under the correct parameters, and the mechanism system did not present any malfunction. During the inspections of the infusion mechanism, it was found that the right spring of the occluder fingers, responsible for occluding the IV set, was not installed, which causes the primary pumping finger not to move correctly, resulting in an over-infusion. The bezel assembly date code was noted as september 2024 (not recall affected), making the bezel one (1) year old. All parts inspected were observed to be manufactured by bd. No external or internal conditions were identified during the inspection of the concomitant pcu that could be associated with the issue reported in this complaint. The suspect pump module and concomitant pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event was on 05jul2025 at 10:00 am. A review of the suspect pump module error log and suspect pcu error log showed no errors or malfunctions on the day of the reported event or any days around (B)(6) 2025. The customer reported an over infusion of morphine drip with rate of 2ml/h and volume to be infused (vtbi) of 100ml. It was noted that 100ml had infused in a little over an hour. At 1:12 pm the suspect pump module was reprogrammed with a rate = 2 ml/h and vtbi = 86.876 ml; pvi = 570.801 ml and svi = 1428.68 ml; the infusion lasted two hours and infused 4.057 ml. At 3:15 pm the suspect pump module alarmed for opening the door. Pvi = 574.858 and svi = 1428.68 ml. At 3:17 pm the system was power off pvi = 574.858 ml and svi = 1428.68 ml. At 3:27 pm the system was powered on, and a suspected pump module was attached to the concomitant pcu. At 3:28 pm the suspect pump module was programmed a primary infusion. Drug amount= 100 mg, diluent volume = 100 ml; dose = 2 mg/kg/h and concentration = 1 mg/ml with rate = 2 ml/h and vtbi = 82.814 ml; pvi = 574.858 ml and 1428.68 ml. The infusion lasted eight (8) minutes and infused 0.268 ml. At 3:36 pm channel off was pressed (infusion was cancelled), then suspect pump module was programmed a primary infusion. Rate = 2 ml/h and vtbi = 82.546 ml; pvi = 575.126 ml and 1428.68 ml. The infusion lasted thirty-two (32) minutes and infused 0.874 ml. At 4:08 pm channel off was pressed (infusion was cancelled), then suspect pump module was programmed for a primary infusion. Rate = 2 ml/h and vtbi = 81.672 ml; pvi = 576 ml and 1428.68 ml. The infusion lasted nine (9) minutes and infused 0.165 ml. At 4:17 the infusion was stopped, and the system was powered off with a total pvi = 576.165 ml and total svi = 1428.68 ml the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4). The device was disassembled for this investigation. Please replace the bezel assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4). Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of morphine drip was identified as the absence of the right spring in the occluder fingers. The root cause of the right spring missing was a production error. Note that this report lists imdrf annex a15, g04090 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of a medication. There was patient involvement but no harm. Bd later learned through due diligence attempts the following information: the event occurred on (B)(6) 2025, around 10am and that the medication was a morphine drip. The ordered infusion rate was 2ml/hr with a volume to be infused of 100ml. It was noted that 100ml had infused in a little over an hour.

Event description:
It was reported that there was an over infusion of a medication. There was patient involvement but no harm. Bd later learned through due diligence attempts the following information: the event occurred on (B)(6) 2025, around 10am and that the medication was a morphine drip. The ordered infusion rate was 2ml/hr with a volume to be infused of 100ml. It was noted that 100ml had infused in a little over an hour.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.